Event description:
(B)(6) clinical study. Same case as: 2134265-2011-02767, 2134265-2011-02764, 2134265-2011-02766. Same patient as: 2134265-2009-04954. It was reported that post a coronary stenting treatment procedure, the patient expired. Target lesion 1 was 100% stenosed, located in the ostium of the proximal right coronary artery(rca), was 15mm long with a reference vessel diameter of 3.5mm. The lesion was predilated with a 3.0x15mm unknown balloon at 8 atms. The physician implanted a 3.5x16mm taxus express2 stent at 20 atms in the proximal rca. Post-dilation was performed by the stent delivery balloon at 20atms. Post intravascular ultrasound (ivus) was performed and the result were unknown due to non-uniform rational distortion (nurd) image. Residual stenosis was 25% with a timi flow 3. Target lesion 2 was 90% stenosed, located in the proximal left anterior descending (lad), was 10mm long with a reference vessel diameter of 3.5mm. The lesion was predilated with an unknown balloon and the physician implanted a 3.5x12mm taxus express2 stent at 18mm atms in the proximal lad. Post-dilation was performed by the stent delivery balloon at 18 atms. Residual stenosis was 0% with a timi flow 3. Post 9 months follow-up evaluation revealed restenosis in the proximal rca. Positive ECG changes were noted. The 100% stenosed target lesion was 3.5mm in reference vessel diameter with a timi flow 0. A percutaneous coronary intervention was performed with an unknown balloon catheter. Both 2.5x24mm and 3.5x20mm taxus express2 stents were implanted 14 days later. The patient was discharged 3 days after the procedure on bayaspirin. Post 1 year follow-up evaluation was performed an there was no problem. Patient condition listed as "improved." In (B)(6) 2010, the patient expired. It was noted that the patient was found in cardio-respiratory arrest at home. Per the physician, it is unknown if the death is related to the patient's heart or taxus stents.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)